Event description:
It was reported that the shock lead impedance (sli) measurement of this cardiac resynchronization therapy defibrillator (crt-d) system was 134 ohms, which was considered to be out-of-range. Technical services (ts) recommended device interrogation in clinic. No adverse patient effects were reported. Currently, this crt-d remains in service.